Event description:
Additional information was received regarding the event. It was reported that the t3 destroyed the lower vertebral body, and the screw at the caudal end was cut out. As a result, neuropathy occurred. The screw was reinserted and the reoperation was perform to improve the neuropathy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: radiographic image review: radiographic image review provided by dr. (B)(6) reveled that post op x-ray for l-3 corpectomy and posterior stabilization provided. The vertebral body cage at l-3 has subsided on the l-4 end plate and translated side ways. Interbody grafts are present at levels above and below. There is a sparsity of bone and loosening of screws is seen at multiple levels. The overall bone quality appears poor. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient with an indication of vertebral body fracture in need of replacement of vertebral body where posterior fixation was performed at a range of 2 above-2 below used in spinal therapy. It was reported that the implant was deviated and was about to be backed out. When the final tightening of the adjustable head was performed, the lock came off and it moved. The implant deviated without being caught. Patient complications as a result of this event were unknown. After the operation, the angle of the end cap changed and the cage moved. It was said that the cage was about to back out but the moving had stopped. The degree of moving was unknown. Currently, there was no schedule for re-operation. It was a case that at the time of placing, after the anterior cage was placed, pps was performed in lateral decubitus position with the position unchanged. It was suspected that a bone fracture of the caudal end plate occurred during lengthening the cage. As per the doctor it was not locked even though the head had been finally tightened. There were no further complications regarding the event.